Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for cardiogenic shock due to acute exacerbation of chronic heart failure. It was reported the patient developed hemolysis during pump support. Pfhg levels were not provided. The patient received 6 units of red blood cells. Impella was later successfully weaned and explanted. No further information was provided.